Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button was not working sometimes and it had to push more than once to get it react. Customer's blood glucose value was unknown. Customer stated that the reservoir area near insulin pump was cracked. The device will not return for the analysis.